Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was missing on the sensor. The customer¿s blood glucose level was unknown at the time of the incident. The customer inserted the sensor and but the transmitter did not flash when connected to the sensor. They removed the sensor and the cannula was missing. The customer was not reporting that the sensor or introducer needle fractured while in the body. The device will not be returned for analysis.